Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. A system interconnect flex cable was replaced to remedy the problem. Reported problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.